Event description:
Healthcare professional reported "breast changed shape, fibro-capsule contracture baker grade iii-IV, violation of the integrity". Later healthcare professional reported "breast discomfort and pain, shape defloration, thickening, baker grade IV fibrovascular contracture, membrane rupture". Diagnosed via us. This record is for the left side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii-IV. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.